Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported tip detachment was able to be confirmed. Based on visual analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. The investigation concluded that a cause for the reported tip detachment could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an arteriovenous fistula with heavy tortuosity. First the vessel was prepared using a 5mm balloon catheter inflated to 10 atmospheres for 2 minutes. Then a 5.0x100 mm supera self-expanding stent system (sess) was successfully implanted in the fistula. Prior to removal, the thumb slide was fully retracted to the start position and both the system and deployment levers locked and the catheter was removed without any particular resistance. However, the catheter tip separated and remained inside the guide. The separated catheter tip was removed with the sess on the guide wire without intervention or complications and the procedure was completed. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.